Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes that the stopper creep out or loose. The following information was provided by the initial reporter: users observed a slight tilting/slanting of tube caps. This occurred 156 times.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes that the stopper creep out or loose. The following information was provided by the initial reporter: users observed a slight tilting/slanting of tube caps. This occurred 156 times.

Manufacturer narrative:
Investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for cocked stopper was observed. One hundred (100) retention samples from bd inventory were visually inspected and no issues were observed related to the stopper. Additionally, ten (10) retention samples from bd inventory were evaluated by functional testing and the issue of stopper defects was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of cocked stopper based on returned photos. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes that the stopper creep out or loose. The following information was provided by the initial reporter: users observed a slight tilting/slanting of tube caps. This occurred 156 times.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 19-mar-2024. H.6. Investigation summary: bd received 151 samples and 3 photos for investigation. The samples and photos were visually inspected and the indicated failure mode for stopper cocked was observed. One hundred (100) retention samples from bd inventory were visually inspected and no issues were observed related to the stopper. Additionally, 10 retention samples were functionally tested with no issues observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of cocked stopper. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.